Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states receiving motor error alarm. The customer's blood glucose level at the time was 268mg/dl, but had gone up to 468mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted, and the customer was advised that the pump would be replaced and returned for analysis.